Event description:
It was reported that the patient with this pacemaker complained of having palpitations. An interrogation was performed, and the device was found to be in safety mode. The patient will be scheduled for a device replacement. At this time, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker complained of having palpitations. An interrogation was performed, and the device was found to be in safety mode. The patient will be scheduled for a device replacement. At this time, the device remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported this device was explanted and replaced successfully. The device is not expected to be returned. No additional adverse patient effects were reported.